Manufacturer narrative:
(B)(4). Additional information: what vessel or structure was the device fired on at the time of the event? According to the sales rep, the device was used for the cystic duct and artery, so the surgery might have been laparoscopic cholecystectomy. Was the clip fully advanced into the jaws prior to firing? No information. Was there any torquing or twisting of the device present at the time of firing? There was a possibility that the jaw was approached to the target tissue slightly sideling. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? No information. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a low anterior resection procedure, scissoring occurred at the first firing. Another device was used to complete the case. There were no adverse consequences to the patient.